Manufacturer narrative:
Diasorin molecular llc received a complaint on(B)(6) 2023 alleging false positive results on an environmental swab sample with the simplexa covid-19 direct assay. No run files were provided for analysis. The customer informed the dsm representative of that region that they have resolved their contamination issues on their own by decontaminating their instrument. The customer's device and suspected false positive samples were not provided for investigation. Kit lot information was finally provided by the customer on (B)(6) 2023. As of (B)(6) 2023, the investigation conclusion is pending the completion of retain testing. Batch record review showed the critical component, reaction mix mol4151 lot# 17707n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an environmental swab sample with the simplexa covid-19 direct assay. The customer confirmed no alleged harm occurred. No patient testing was performed.